Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt came in with pain. The surgeon took an x-ray and determined that the nail was broken. The pt required revision surgery.